Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric sleeve, when firing on the pylorus, the first reload paused mid-fire without the excessive force indicator coming on. The surgeon opened the jaws and cut the buttress that was still connected to the distal end of the reload. The surgeon attached a second reload, tried to continue firing, and the same issue occurred due to what sounds like excess buttress jammed in the hinge of the jaws. The surgeon removed the buttress from the distal end of the reload and cut through the buttress that was bunched at the point of transection. A non-reinforced reload was used and finished firing on the rest of the stomach. There was no patient injury.